Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that water tightness was lose due to deformation of the up/down knob and a crack on the scope body. The grip was shaved and there were scratches throughout the device. The air/water cylinder and scope cylinder had no color. The forceps raising angle did not meet standard value due to wear of the forceps elevator wire. The bending angle in the down direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The light guide bundle had breakage and the connecting tube coating was peeling. The adhesives around the objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was noted that the distal end had foreign material had foreign material and the adhesive around the light guide lens was dirty. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly by air leakage due to deformed upward/downward (ud) angulation control knob. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope IFU states the preventative measures in tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.